Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the battery is not holding a charge is confirmed. The root cause is the internal battery failed. The sr8 was powered on at 94% battery life and ran for around thirty minutes before shutting down with 79% battery life still on the scanner. The device was serviced, tested and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm, battery is not holding a charge. 03/31/2020-per evaluation, unit is abruptly shutting down.